Manufacturer narrative:
(B)(4). The lot was manufactured from january 27, 2015- january 28, 2015. The device was received for evaluation with approximately 60 ml of fluid in its bladder. Visual inspection revealed evidence of a leak/backflow at the fillport when the fillport cap was removed. Further examination of the unit revealed that the leak/backflow was due to a particle, approximately 1.76 mm in length, located under the checkband. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The reported condition was verified. The cause of the particle was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from its fill port when the cap was removed. The device was filled with sodium chloride solution. This occurred before patient use. There was no patient involvement. No additional information is available.